Manufacturer narrative:
Blank display due to corroded battery tube. Unable to verify unexpected restart error alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No damage found on the interface board noted. Pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer resolved that issue by changing the infusion set. The insulin pump also alarmed unexpected restart error. The patient's blood glucose at the time of incident was 168 mg/dl. During troubleshooting the customer confirmed that the insulin pump had been stored and out-of-use for an extended period of time prior to the unexpected restart error alarm. The self test was performed and the insulin pump passed. However, the insulin pump was returned for analysis.